Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim was performed. The investigation addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens could not be evaluated because lens was not returned to staar. Based on the complaint history and work order search, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq5010v three piece silicone lens. The lens was partially inserted in the eye before the surgeon noticed the lens had been torn. The lens was removed immediately and another same model/diopter lens was successfully implanted without any injury to the patient. The reporter stated the event was due to a loading error. The facility discarded the lens.